Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak the following information was provided by the initial reporter: 11-apr-2025 concern description: crack along barrel of syringe, noted on 4 syringes from different lots . Additional information received 08-may-25. Kindly share the date of the event if available. April 11, 2025. Please confirm if found during use and describe any patient impact if any. One syringe found during use, others found before reaching patient.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.